Manufacturer narrative:
An investigation has been opened and a follow-up report will be submitted after investigation.

Event description:
As reported: "involved a 83 year-old male patient, incident occurred on the (B)(6) 2022. The 2 tips did not fit into each other as they should. There was no clinical consequence for the patient. The tavi procedure was successful." Additional information on 27jun2022: the bypass tube was not entering into the sheath hub (MDR 3010252479-2022-00286 manta). A second manta was used (MDR 3010252479-2022-00301 manta), but same issue, and a third one was used. For the third one (MDR manta), the doctor forced a bit but manage to introduce the bypass but not to the end. Associated to: MDR 3010252479-2022-00286 manta; MDR 3010252479-2022-00301 manta.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f ce manta was deployed for closure. During deployment, while inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered resistance while attempting to advance the bypass tube into the sheath hub. The bypass tube would not insert into the hemostatic valve of the manta sheath hub (see MDR fu-3010252479-2022-00286 manta). The first manta 18f ce device and sheath were removed off the guidewire and a new 18f ce manta device and sheath were deployed. Again, while inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered similar difficulties while advancing the bypass tube into the sheath hub (see MDR fu-3010252479-2022-00301 manta). The second manta 18f ce device and sheath were removed off the guidewire and a new 18f ce manta device and sheath were deployed. Again, while inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered similar difficulties while advancing the bypass tube into the sheath hub. However, despite the similar difficulties, the physician applied more force, and managed to partially introduce the bypass into the sheath. No further information was submitted regarding if it was successful in closing the puncture site and if hemostasis was achieved. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Associated to: MDR fu-3010252479-2022-00286 manta. MDR fu-3010252479-2022-00301 manta.